Manufacturer narrative:
During an elective procedure, the maxi percutaneous transluminal angioplasty (pta) (ld 7f 18x6 110cm) balloon catheter ruptured while post dilating a non-cordis stent. There was no reported patient injury. The target lesion was the iliac vein. There were no anomalies noted when the device was taken out of the package. The device was prepped following IFU instructions. There were no anomalies noted during or after the device was prepped. The contrast media used during procedure was visipaque. There was 50/50 contrast to saline ratio used in the procedure. The inflation device used in the procedure was a non-cordis inflation device. Then, a maxi pta (ld 7f 18x6 110cm) balloon catheter burst while post dilating a non-cordis stent. The balloon was inflated one time prior to burst. The balloon did not seem to ¿stick¿ to the stent. The same indeflator device was used successfully with other devices. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot (17433993) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is printed on the package label. In vitro testing has shown that with (B)(6) confidence, (B)(6) of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During an elective procedure, the maxi pta (ld 7f 18x6 110cm) balloon catheter ruptured while post dilating a non-cordis stent. There was no reported patient injury. The target lesion was the iliac vein. There were no anomalies noted when the device was taken out of the package. The device was prepped following IFU instructions. There were no anomalies noted during or after the device was prepped. The contrast media used during procedure was visipaque. There was 50/50 contrast to saline ratio used in the procedure. The inflation device used in the procedure was a non-cordis inflation device. Then, a maxi pta (ld 7f 18x6 110cm) balloon catheter burst while post dilating a non-cordis stent. The balloon was inflated one time prior to burst. The balloon did not seem to "stick" to the stent. The same indeflator device was used successfully with other devices. The product was removed intact (in one piece) from the patient.